Event description:
It was reported that a user experienced scan errors when attempting to start a new freestyle libre 3 plus sensor for use with the ilet, with repeated scan failures on the first sensor, eventual activation on the phone without connecting to the ilet, replacement of the sensor, and continued scan errors until the ilet was restarted and recognized the sensor warm-up, indicating an intermittent communication failure involving the electrical/magnetic subsystem and antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the sensor system and the ilet consistent with communication failure related to the electrical/magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.